Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had failed and there was open book image on the screen. The customer¿s blood glucose level was 181 mg/dl. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.